Manufacturer narrative:
Through our regulatory affairs investigative process we have found that part number 804710 was labeled with the incorrect lot number. A 86114 was printed on the label instead of 86144. All other label specifications are correct and it has been determined that the misprint will not affect the implant to perform as intended.

Event description:
Mislabeling of lot number was found on finished good 804710 parts. The lot number should be 86144, but it was 86114.